Event description:
The facility representative reported an infuso.r. Pump with a condition of "needs a reed switch assembly." This condition occurred upon power up in the "surgery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "needs a reed switch assembly" was confirmed and reproduced. The root cause is unknown. The device was returned unrepaired. There were no upgrades/repairs performed on this device and functionality of the device was not verified due to estimate refusal by the customer. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.